Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of a loss of external power while the system controller connected to the mobile power unit (mpu) (serial number unknown) was confirmed via log file analysis. Data was reviewed from the reported event date of 14apr2025. At 04:10, a no external power alarm activated consistent with losses of ac power to the system while the system controller was connected to the mpu. The alarm resolved at 04:11 when power was restored to the mpu. The emergency backup battery supported the system as intended during the loss of external power. The loss of external power did not prevent the system controller from supporting the system as intended. Attempts to obtain addition event information were made, but no response has been obtained. The root cause for the loss of ac power was unable to be determined through this investigation. The device history records were not able to be reviewed due to the serial number of the mpu being unknown. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit and that in the event the mpu loses power the patient is instructed to switch power sources as the emergency backup battery in the system controller will only temporarily power the pump. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event

Event description:
It was reported that log files were submitted for review. The log displayed power cable disconnect and low power hazard alarms on (B)(6) 2025 at 04:10 am while on mobile power unit (mpu) power. These alarms appeared to be caused by power to the mpu being briefly interrupted. No other unusual events were seen within the log files.